Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient presented with pre-op diagnosis of osteomyelitis , diskitis :1-2 and underwent following procedures: posterior spinal fusion and instrumentation t12-l3 , ebi array; right iliac crest bone graft , bmp , dbm , autograft bone graft; repair of incidental durotomy; spinal cord monitoring. Per op-notes, ¿¿ pedicle screws were placed bilaterally at t12 and l3 , pedicle screws were placed at l1 only into the pedicle. ..two crosslinks were placed. Demineralized bone matrix was also placed over the decorticated elements along with the remainder of the celiac crest autograft bone. ..¿ on (B)(6) 2007, the patient underwent CT of lumbar spine. Details : surgical fusion t12-l3 .posterior instrumentation with pedicle screws at t12,l1,l3. Interbody cage with graft at l1-2. The patient alleges unspecified injury due to the use of rhbmp-2